Event description:
While preparing the pt's tesio catheter for dialysis, it was noted that the venous port connection hub was not making a secure connection when attached to the hemodialysis blood tubing set. The tesio venous hub port continued to turn and turn and not fasten securely. MFR# 2518902-2004-00142.